Event description:
New information received notes that the products will not be returned.

Event description:
It was reported that a patient presented with dislodgement of the right atrial and right ventricular lead resulting from twiddler's syndrome. This resulted in high capture thresholds and impedance changes on the leads. The dislodgement was confirmed with imaging and interrogation of the electrical malfunction. Both leads were explanted on (B)(6) 2025. No adverse patient consequences were reported.